Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation stryker observed that the device would not complete boot-up cycle. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and observed that the device would not complete boot-up cycle. After replacing the system pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.